Manufacturer narrative:
The device was received for evaluation. During functional testing, does not detect open door was reproduced. The device did not recognize the door was opened with the slide clamp. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be lower latch switch inoperable. The lower auxiliary requires replacement to address this issue. During functional testing, does not detect closed door was not reproduced. A review of the event history log revealed shut door - power off messages.should additional relevant information become available, a supplemental report will be submitted. The reported condition was verified. The cause of the condition was determined to be lower latch switch. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of does not recognize open or closed door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.